Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient had good therapy until an auto accident when the left clavicle and side were injured. After that event has not had good therapy. The device was replaced with no improvement in therapy. Programmed at: c+0-, 120,185 4,8 impedance 829 and 257 ua (prior to accident at c+ 1-2-). The programming contacts were changed due to no longer getting the same efficacy with those contacts as they did prior to the accident. X-ray showed a suspicious area 3-4cm above the lead/extension connection. There was no response with palpation. Prior to the accident when turning off at night and back on in the am, patient felt the appropriate initial parathesis but no longer feels this. Additional information has been requested, but was not available as of the date of this report.